Event description:
It was reported to boston scientific via an article that clinical outcomes of 79 male patients aged 52 to (B)(6) years who underwent rezum therapy and were followed for two years were evaluated. Reported adverse events included epididymitis in four patients, of which two required additional surgical intervention, and hematuria persisting for more than two weeks in four patients. No urinary tract infections (utis) were reported. Device malfunctions were also noted, including one case of needle retraction failure and one case of needle dislodgement. Additionally, 93.8% of patients discontinued medication for benign prostatic hyperplasia, and among 19 patients with pre-procedural catheterization, 16 became catheter-free post-operatively. This report is for the reported patient symptoms.

Event description:
It was reported to boston scientific via an article that clinical outcomes of 79 male patients aged 52 to 92 years who underwent rezum therapy and were followed for two years were evaluated. Reported adverse events included epididymitis in four patients, of which two required additional surgical intervention, and hematuria persisting for more than two weeks in four patients. No urinary tract infections (utis) were reported. Device malfunctions were also noted, including one case of needle retraction failure and one case of needle dislodgement. Additionally, 93.8% of patients discontinued medication for benign prostatic hyperplasia, and among 19 patients with pre-procedural catheterization, 16 became catheter-free post-operatively.

Manufacturer narrative:
A clinical study evaluating 79 patients who underwent rezum therapy reported adverse events including epididymitis and prolonged hematuria, as well as isolated device issues such as needle retraction failure and needle dislodgement; however, no specific device malfunction was linked to the reported complaint allegations. The device was not returned; therefore, no product analysis could be performed and the reported allegations could not be confirmed. Investigation results are limited to the published clinical information. Risk review confirmed that hematuria and inflammation are known and documented risks within the product hazard analysis and are consistent with the IFU, supporting an acceptable risk benefit profile. Based on the available evaluation, the most probable root cause is an adverse event related to the procedure, as these are recognized complications associated with rezum therapy. No manufacturing or design deficiencies were identified, and escalation is not required.